Event description:
It was reported that during the procedure, the subject stent was deployed. Post deployment angiography revealed significant subject stent foreshortening with the distal end failing to fully cover the aneurysm neck. The physician deployed another flow diverter stent for distal bridging. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.